Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Unused, sterile proglide devices were returned for evaluation. Visual and functional testing was performed and no manufacturing or abnormal observations were detected. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. The device is being retained by the hospital. Investigation is not yet complete; a follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the sheath broke in the patient and the device could not be removed. Minor surgery was performed to remove the device and surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.